Event description:
It was reported that the patient presented to the emergency room with his pulse generator in bvvi mode. A user download failed, after which the device had no output, and the patient's heart rate dropped to 20 beats per minute. Upon reinterrogation, the pulse generator again exhibited bvvi. The device was replaced immediately.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.